Event description:
"Multiple report throughout 2024 regarding issues with this product. Primary issue: due to a lack of human-factors design, the eco canisters are being set up by nursing staff with the suction regulator tubing connected to the patient port and the vacuum port connected to the patient. The foam filter then gets saturated with secretions/fluid and suction is lost, often at a critical moment in patient care (e.g., airway suctioning, blood evacuation from chest during tamponade event following cardiac surgery). The entire canister must be replaced to restore suction. Cause: the port that is to be connected to the suction regulator (wall suction head) is not obvious, for several reasons: othere is no obvious visual cue which port is to be connected to vacuum, since all the ports are located on the perimeter of the domed canister top. With our previous product, the vacuum port was located centrally, which served as an obvious visual cue as to which port was to be connected to the suction regulator. Othe embossed ¿vacuum¿ word, ¿person¿ icon, and ¿tandem¿ icon are the same color as the top, making it difficult to visually distinguish which port is for which connection. Othe top is a dark color (royal blue) which makes it difficult to see in low light. Oright-angle connectors are pre-mounted to both the vacuum and person ports, while the tandem port has no right-angle connector. This does not help distinguish which port is to be connected to the suction regulator. "